Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd intima-ii¿ closed IV catheter syte was found leaking as ¿nurse found blood leaking from the needle hole of septum after removing the needle.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
A sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The physical sample was subjected to a leakage test at 45 psi, a leak could not be identified under these testing parameters. Five retention samples were tested for leakage by 800 mm and 45 psi system pressure per product specification. No leakage was observed in retained samples. Microscopic inspection of the septum revealed that the hole did not completely seal after puncture by the cannula. This opening is the most likely root cause of the reported failure mode. The batch record was reviewed, no related abnormalities were found. Plant issued a CAPA for 18 g septum leakage complaint in (B)(6) 2017, which is similar to this cause. (B)(4). The root cause is related to the higher temperature during the product transportation and storage which caused the septum to age and resulted in leakage.